Event description:
It was reported that the patient had a cerebrospinal fluid (csf) leak and a pseudomeningocele and they may have to go in and surgically repair it. The event was involving an ascenda catheter and the healthcare provider (hcp) was assessing the event relation to device. Per the reporter, the hcp was ¿losing faith¿ in the new ascenda catheter, and may want to go back to using the old catheter, which was no longer available. It was later reported that the patient was going to require surgical repair for the pseudomeningocele. The scheduled date was not known to the reporter. Additional information had been requested but was not available as of the report date.

Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was stated that the csf leak/hygroma was persistent since implant of the catheter. Location was noted as catheter entry. Patient symptom included headache. Neurosurgeon planned to replace the catheter with a 8731sc and repair hygroma/leak (specific dates not provided). Patient status at time of this report was noted as alive - no injury.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the pump was being used to deliver lioresal 2000 mcg/ml at 96.1 mcg/day. The patient had been experiencing discomfort at the site of accumulation, and headaches. Per the reporter, they did not know the specific area of the catheter where the issue was occurring, but that the leak was accumulating near the sacral area. The revision surgery had been scheduled for (B)(6) 2013. The hcp believed the start date for intrathecal baclofen treatment was "sometime in 2006" and treatment was ongoing. The patient was taking the following oral medications at the time of the event: losartan, insulin, albuterol, bupropion, and zyrtec.